Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was identified as product code 8423t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample did not reveal fractographic features and a determination of fracture mode was not made. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(6). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * could you please clarify if the needle got broken? * did the needle fall into the patient? If yes, * was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was there any patient consequence or injury? * what is the patient¿s current health status and condition? * was any other tissue damaged as a result of searching the needle? * what measures were taken to retrieved the broken piece? * device return status. Please document the shipment tracking number: * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). ¿¿the needle is beheaded, and clarifies that it did not fall to the patient¿. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a mastopexy with implants procedure on (B)(6) 2023 and suture was used. During the procedure, the needle is beheaded. No adverse patient consequences were reported. Additional information was requested.